Event description:
Caller reported that a malfunction occurred on the pump, with a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Cts resolved the issue by sending a replacement pump, and the customer was advised to continue using the current pump or rely on multiple daily injections for insulin delivery.